Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. A bluetooth reset was performed and the pairing was restored. Patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred and resulted in the loss of ble connectivity.